Event description:
It was reported that patient faced cannula issues as the cannula was found kinked on (B)(6) 2026. The patient experienced high blood glucose level which was treated with multiple daily injections.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.